Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer experienced nausea, vomiting, excessive thirst, sluggish, and fatigue. Troubleshooting was performed. Advised to contact her doctor if her blood glucose continues to rise. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.